Event description:
After treatment with three syringes of juvederm ultra plus (same lot# for all threes syringes), the pt presented with angioedema, skin rash, and swelling. After the symptoms resolved, the physician noted a total lack of correction and a lump on the left lip commissure. The physician saw the pt multiple times between the treatment date and 2008. Note that the pt has allergies to advil and aspirin. The physician feels that without prescribing the keflex and prednisone, permanent damage would have occurred. The physician also dated the hypervascularity of the injection site responses could have attributed to the breakdown of the product.

Manufacturer narrative:
Medwatch sent to the FDA on 05/28/2008. Device evaluation summary: we are pleased to respond to your medical complaint (FDA reportable) above referenced after injection of juvederm ultra plus. The documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physiochemical and microbiological results (endotoxins, bioburden, sterility test, sterilization cycle) are registered as conforming to the specifications. In conclusion, as all the analysis results of the batch are conforming, it is probable that the pt had an undesirable side effect to the injection, as indicated in the dfu (secondary reactions, such as edema, skin rash at the injection site, can occur).